Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be permanent communication error between device and transmitter - the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.